Manufacturer narrative:
Corrected information - it was reported that the incorrect patient and device information was provided. The patient and device information have been corrected. The device was manufactured prior to UDI labeling implementation. A correlation between the device and the reported gastrointestinal bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The patient remains on vad support. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient gender was not provided. Device unique identifier (UDI)# (B)(4). Approximate age of device - 1 years, 3 months. The patient remains on lvad support. Additional information was requested but not provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was admitted on (B)(6) 2016 due to suspected a gastrointestinal bleed. Hemoglobin 6.0 g/dl. A colonoscopy was unable to be performed due to white blood cell count in the 1''sx 10^9/l, and platelet count of 17 x 10^9/l. The patient was to be further assessed as an inpatient. Other blood testing was performed; however, results were not reported. Additional information was requested, but was not provided.